Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). The insulin pump was received with cracked case near belt clip corners and partially broken retainer. Analysis was unable to perform displacement test due to broken retainer.

Event description:
The customer reported via phone call damage to the insulin pump reservoir compartment retainer ring. The customer¿s blood glucose was 124 mg/dl at the time of incident. Customer stated that the insulin pump retainer ring broke off while inside the customer's pocket. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.